Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Customer¿s blood glucose was 487 mg/dl. The customer also stated that they had symptoms like nausea, vomiting, abdominal pain, difficulty in breathing, headache and chest pain. The customer was treated with injection. The customer also stated that they did allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room and nor admitted into hospital. Customer stated that auto mode feature was not active. The insulin pump and reservoir will be returned for analysis.